Event description:
It was reported that this patient received two inappropriate shocks. Low r wave amplitudes were noted as well as oversensing of noise and t wave oversensing. The patient was hospitalized and movement maneuvers were performed. It was noted that when the patient stopped moving the qrs returned to normal morphology while there was a change in qrs morphology during small patient movements. The device was reprogrammed from the primary to the alternate vector. The patient was planned to be discharged. No adverse patient effects were reported. The device remains implanted. A review of the case by technical services (ts) noted that all episodes in the secondary and primary vector appeared to be related to low amplitudes signals in combination with myopotential/movement artifacts. Ts also noted that a an increase in shock impedance measurements was noted, and a review of the system position would be needed as an increases in shock value could indicate fat tissue below the shock coil or the device. The field representative noted that based on the x-rays the position of the system was good. At this time no changes to the system were made.